Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 32mm x 2.75mm synergy failed to advance to the target lesion. A 12mm x 2.50mm synergy stent was advanced through the arm in the guide catheter to the target lesion. The stent came off of the balloon and was successfully removed from the patient with a micro snare. During the procedure, a dissection occurred. The procedure was completed with another synergy stent. The patient was okay and discharged with plavix for at least a year. It was further reported that the synergy device did not cause the dissection. The dissection occurred during snaring to retrieve the stent that dislodged from the balloon.

Event description:
It was reported that a dissection occurred. The target lesion was located in the proximal left anterior descending artery (lad). A 32mm x 2.75mm synergy failed to advance to the target lesion. A 12mm x 2.50mm synergy stent was advanced through the arm in the guide catheter to the target lesion. The stent came off of the balloon and was successfully removed from the patient with a micro snare. During the procedure, a dissection occurred. The procedure was completed with another synergy stent. The patient was okay and discharged with plavix for at least a year.